Event description:
The account alleged the foot brake steer pedal rocker arm is broke and the brakes will engage on the head end but not hold on the foot end of the stretcher.

Manufacturer narrative:
The account replaced the brake rocker arm to resolve the issue.